Event description:
(B)(6) study. Same patient as MFR#: 2134265-2012-01003. It was reported that post a stenting treatment procedure a stent thrombosis occurred. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation and placement of two (3.50 x 16 mm and 3.50 x 8 mm) perseus wh stents. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the subject was admitted for angina pectoris and was referred for cardiac catheterization. Laboratory investigations revealed elevated levels of troponin at 5.70 ng/ml. Angiography revealed 100% thrombotic occlusion of the prox/high mid rca. This was treated with aspiration thrombectomy. Multiple passes were performed with a thrombectomy catheter with removal of large amount of thrombus. Subsequently, the 90% stenosis in the high mid rca was treated with placement of a 3.50 x 18 mm non-bsc drug eluting stent with 0% residual stenosis. In addition, the 90% stenosis in distal rca was treated with placement of a 2.75 x 12 mm non-bsc drug eluting stent with 0% residual stenosis. The following day the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).